Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event; therefore the cause of the event could not be confirmed, and the event cause could not be determined. The lot history records of the reported lot number was reviewed and no quality issues were noted. For further investigation, one onyx vial each of the same lot number used for testing. No anomalies were observed. Based on the analysis findings and the reported event details, the customer's report of ¿poor onyx visualization¿ could not be confirmed. The cause for the experience reported could not be determined.

Event description:
Medtronic received a report that during the procedure the onyx was difficult to visualize. During a procedure on an arteriovenous malformation (avm), the physician stated that at the beginning of the injection he was able to see the onyx liquid advanced in the artery, but the radiopacity dropped. The poor visualization was noted when the onyx was within the vessel after it exited the catheter. This occurred with 3 vials of the onyx. Shaking was maintained until the product was ready to use. The speed set on the shaker was set to 8 and the 3 vials were shaken more than 20 minutes. The injection rate was followed per the IFU. The patient was treated without complications. No intervention was necessary. (Vial 1 of 3).